Event description:
It was reported that during the implant procedure of the lead, the lead needed to be repositioned as "optimal parameters" were not obtained so helix was retracted. When trying to extend the helix in the new position, the physician noticed on x-ray that the helix was not "expanding". The lead was not used. No patient complications have been reported as a result of this event, and the patient's status was reported as "ok".

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the helix disengaged from helical channel. The helix would not extend due to being over-retracted. The full lead was returned and analyzed.